Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle spasms at their device pocket and abdominal pain. Upon device interrogation, it was noted that there was possible loss of capture and high atrial thresholds on the right atrial (ra) lead. It was later reported that the ra lead had dislodged and was unable to sense or pace the atrium. It was also noted that patient had been experiencing nerve stimulation in the superior vena cava (svc). The ra lead was programmed off. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.